Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the customer's complaint was confirmed. The flow sensor assembly was replaced due to contamination to address the issue. A "service required" code was found in the device's downloaded error log. The ventilator's detachable battery cable was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator was alarming for circuit disconnect. There was no harm or injury reported.